Event description:
The customer reported on atec 1212-20 handpiece was "missing filtering system in us [ultrasound] guided handpiece" lot 708072 resulting the procedure and prior to making the report to suros. The complainant was unable to retrieve any tissue samples acquired from their atec vacuum cainster because they had added a solidifying agent to this canister per a north carolina ordinance. The complainant notified the pt that there had been a "malfunction" and the pt was scheduled for a 2nd biopsy.